Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jan2020.

Event description:
It was reported that the unit had a navigation ring failure (navigation ring not moving). It was also reported that when trying to input a value into the unit, the values changed. There was no patient involvement.